Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged issue began on the morning of (B) (6) 2010. The cca noted that the pt manages her diabetes with oral medication(s); however, denied taking any action regarding her diabetes management as a result of the alleged issue. Thirty mins after the start of the alleged issue, the pt claimed she felt shaky and nervous. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the pt had not replaced the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.